Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, multiple drawers were offline following a reboot. Remote review identified that the tester application was running, causing the main drawers to remain offline. After closing the tester application and restarting the system, the drawers returned online. However, main drawer 14 was not recognized, and auxiliary drawers 13-16 did not respond to the locate function. There were no delay or adverse events or injuries reported based on this event.